Event description:
Caller reported cartridge alarm 20, which had been previously encountered with pump sn 966563. There was no adverse impact to the customer¿s blood glucose level. The existing pump was under warranty, and the customer was to continue using the current pump until a replacement was received. Technical support resolved to replace the pump with one that had updated software, providing instructions for returning the problematic pump and advising on future sensor use with the new pump.